Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_-10.00 diopter, implantable collamer lens was implanted into the patients right eye (od) (B)(6) 2019. On (B)(6) 2020 the lens was explanted and later replaced with a longer length lens. This replacement resolved the problem. However, " calm still low vault " was reported for status of the eye (signs/symptoms).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a lens case, in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).